Manufacturer narrative:
Upon review of the ventilator logs, there was evidence that there was a battery event but that would not have shut off the screen or stopped ventilation. Additionally, there was no evidence that the ventilator was running on battery or stopped as reported. The no alarm allegation is consistent with the logs showing that the ventilator was turned off by the user medtronic service personnel (sp) verified the alert code experienced by the user and found battery not charging as a secondary finding. Sp replaced the battery to address the secondary issue. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. One battery was returned to medtronic for further analysis. A visual inspection of the returned battery shows no anomalies. Battery level indicator showed no bars, which indicates 0% charge, when the battery indicator button was pressed. The battery was attached to the failure investigation (f.I) test ventilator and after approximately 30 minutes, the red battery fault indicator was triggered with a red ¿!¿ on the status display indicating no charge. The analysis showed the ventilator would not accept power from the battery when disconnected from wall power and would not charge the battery when connected to wall power; communication could not be established. For the reported event, from the logs provided and reviewed, it was confirmed while connected to wall/ac power, there was a temporary loss of followed by a resumption of ventilation. The logs indicated the loss of ventilation was caused by a total loss of power with no indication of a ventilator malfunction. With the information made available, a likely cause for the reported event could not be determined. An internal investigation was opened to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator screen went blank, stopped delivering breaths and shut down without an alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury. Upon review of the ventilator logs, there was evidence that there was a battery event but that would not have shut off the screen or stopped ventilation. Additionally, there was no evidence that the ventilator was running on battery or stopped as reported. The no alarm allegation is consistent with the logs showing that the ventilator was turned off by the user.